Event description:
The customer stated that negative architect hiv ag/ab combo results were generated on a patient suspected of having (B)(6) due to lifestyle and potential (B)(6) exposure. On (B)(6) 2012, (B)(6) results were generated. (B)(6) was negative. On (B)(6) 2012, a new sample from the patient was received. A (B)(6) result was generated. The sample was repeated on another architect analyzer and a (B)(6) result was generated. The customer verified that there was no mistake in sample identification. Another sample from the patient from (B)(6) 2012 was run and (B)(6) results were generated. Nat testing was performed on the sample from (B)(6) 2012 and the results were (B)(6). There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
Testing was performed using an in-house file kit of architect hiv ag/ab list 2p36-25, lot 14931li00. Three (B)(6) -sensitivity panels were tested and showed normal performance without (B)(6) results. The architect hiv ag/ab reagent kit, lot number 14931li00, was tested with two commercially available seroconversion panels (zeptometrix hiv 9013 and hiv 9016) to assess the clinical sensitivity. The obtained results were compared with data from the manufacturer (zeptometrix) for these seroconversion panels on the architect hiv ag/ab combo assay. For seroconversion panels 9013 and 9016 the reagent lot 14931li00 detected the same bleeds as (B)(6) as the data from the manufacturer. Customer complaint data was reviewed and no adverse trends were identified related to the customer's issue. The architect hiv ag/ab reagent package insert was reviewed and was found to adequately address the issue. The investigation did not identify a product deficiency.